Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal article that the patient was implanted an unknown b-s reinforcement cage hip implant. The exact date of implantation is unknown. Implantation was performed between 1980 and 2000 with a burch-schneider ring in 55 cases (87.3%), an eichler ring in six cases (9.5%), and other rings in two (3.2%). This complaint treats a b-s ring which was implanted in a (B)(6) patient. The patient underwent closed reduction process (manipulation under anaesthesia) due to dislocation after 23 months and remained stable thereafter. (F. A. Carroll et al: the survival of support rings in complex acetabular revision surgery, in: the journal of bone & joint surgery (2008), vol.90-b, no.5.)

Manufacturer narrative:
Investigation results were made available. Updates: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case, but no additional information has been received. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available. Review of event description: event summary: the available information treats a b-s ring implanted in a (B)(6) patient, who underwent closed reduction process due to dislocation after 23 months (approx. 1.9 years). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea: - impingement with stem (decreased rom), dislocation, subluxation, migration of implant, stress shielding due to malpositioning of the implant, wrong alignment - possible: based on the given information it cannot be excluded. Conclusion summary neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).